Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that upon completion of the start up process, the monitor did not display the operate mode option. The user also reported that while on a call with technical support, the printer was turned off. The printer was then turned on, and the user observed a "color chip failure" error message. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.